Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had to seek medical attention a few weeks ago due to low blood glucose levels. The customer is currently involved in a legal matter with her employer due to this event, and did not want to discuss the issue further.